Manufacturer narrative:
The reboot re-established connectivity. The investigation concluded that the root cause was related to the customer-supplied network infrastructure, specifically affecting multicast communication. As this falls outside of system malfunction and is attributable to the customer¿s network environment, this event is not considered a reportable malfunction. The absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted.

Manufacturer narrative:
The philips technical consultant (tc) remoted into web, physio & primary servers, and found that all servers were online and can communication but were not "connected" per the patient information center (pic). As a result, all pics within the hospital appeared to be in "local mode." Tc performed a full ping sweep of all available pics and an nslookup to see if dns was operational. Following this, tc reached out to the district network engineer (ne). Upon reviewing the event logs, ne determined that site is potentially having issues with multicast due to the type of alarm reflection and ci master errors starting around 23:48 on (B)(6) 2026. There was also no identifiable ci master in the device status. Ne performed a reboot of the primary server and then sent out a reconnect to all systems. This re-established connectivity with the physio & web, also the pics began reconnecting. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that all telemetry units lost connection to central monitoring. The biomed placed the telemetry monitors in local mode as central monitoring was not available. The device was reported to be in clinical use. No adverse event to the patient or user was reported.